Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the transverse colon during a colonoscopy with an anastomotic dilation procedure performed on (B)(6) 2023. During the procedure, the balloon performed normally at 18 mm and 19 mm. However, upon inflation to 20 mm, the balloon lost pressure and burst. Re-inflation was attempted but the balloon would not hold pressure. The customer stated that no pieces of the balloon detached inside the patient and suspected there was a sharp surgical staple at the anastomotic site. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.